Event description:
The customer reported that there were problems with the left monitor.

Manufacturer narrative:
The customer contact is not requesting onsite service, and has cancelled the onsite service request.